Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The other proglide device is filed under a separate medwatch report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the mildly calcified left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 5f sheath prior to an interventional impella assisted procedure. Reportedly, after the proglide needles were deployed, the proglide device could not be removed from the patient anatomy. The proglide was stuck in the access site distal to the foot plate. The proglide plunger had been removed and the lever had been returned to the original position to close the proglide foot prior to attempted device removal. The nick and spread was enlarged and the proglide device was forcibly removed. The suture trimmer was used to cut and remove the suture. The sheath was upsized to 8f and another proglide device was used with the same results. The sheath was upsized to 13f and the impella assisted procedure was completed. Hemostasis was achieved surgically using a vascular patch due to the size of the arteriotomy after use of the impella device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported inability to remove could not be replicated in a testing environment as is was based on procedure circumstance during use in the patient anatomy. A conclusive cause for the reported inability to remove the device could not be determined as the foot deployment and retraction functioned as intended. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.